Event description:
It was reported from a market research survey result that a patient underwent an incisional hernia repair in which seprafilm was used. The patient experienced a recurrent hernia which required a revision surgery. Adhesions were discovered during the revision surgery and an episode of bleeding from a disrupted adhesion occurred. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date "over 6 years ago". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.